Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an unknown procedure, it was reported that there was an intra-operative implant breakage. The anchor was stripped.